Event description:
A report was received that the patient implanted with a spinal cord stimulation (scs) system could no longer communicate with the implantable pulse generator (ipg) via remote control (rc). The patient confirmed feeling stimulation and also charging until reaching the double beep. Error messages on the rc read " communication failed" and "stimulator error". Troubleshooting was performed, including magnet resets of the ipg, rc resets, two new rcs were used, and tried connecting to two different clinician programmers (cps), with no success. When the ipg was connected to the cp, an error message of "invalid stimulator confirmation. Contact support" was displayed. The cp log file was provided to r&d who determined there was no remedy to restore or fix the communication issue with the ipg. Boston scientific has therefore authorized warranty replacement of the ipg. The patient will now be undergoing a revision procedure to replace the ipg.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2024.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2024.

Event description:
A report was received that the patient implanted with a spinal cord stimulation (scs) system could no longer communicate with the implantable pulse generator (ipg) via remote control (rc). The patient confirmed feeling stimulation and also charging until reaching the double beep. Error messages on the rc read " communication failed" and "stimulator error". Troubleshooting was performed, including magnet resets of the ipg, rc resets, two new rcs were used, and tried connecting to two different clinician programmers (cps), with no success. When the ipg was connected to the cp, an error message of "invalid stimulator confirmation. Contact support" was displayed. The cp log file was provided to r&d who determined there was no remedy to restore or fix the communication issue with the ipg. Boston scientific has therefore authorized warranty replacement of the ipg. The patient will now be undergoing a revision procedure to replace the ipg. Additional information was received that the patient's ipg was explanted and replaced with a new one. The patient had previously undergone several imaging procedures, including MRI and x rays. The patient also had multiple ablation procedures while implanted with the previous ipg. The patient is reportedly doing well and recovering following the surgery.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2024. The ipg was returned for analysis and bsc has confirmed the complaint. The ipg was able to be detected by a remote control, but it would not communicate with a yack tool or clinician programmer. It was determined that a ble certificate was in the pre-production version. This failure occurs when the certificate is cleared or corrupted. It is not clear as to what caused the certificate to revert back to its pre-production certificate, but it was likely a result of the ipg being damaged during one of the patient's many procedures (MRI, x rays and multiple ablations). The ipg was cut open and revealed excessive sleep currents and low resistance of a node where high resistance is expected. This confirmed that the applicated specific integrated circuit was damaged. This type of damage is typically caused by the ipg being exposed to external high voltage or high current transient sources. A labeling review was performed and did not reveal any anomalies as it stated that medical therapies or procedures may turn stimulation off or of may cause permanent damage to the stimulator, particularly if used in close proximity to the device: lithotripsy, electrocautery, external defibrillation, radiation therapy, ultrasonic scanning, high output ultrasound. X ray and CT scans may damage the stimulator if the stimulation is on. X ray and CT scans are unlikely to damage the stimulator if the stimulation is turned off. It was not known if the patient had turned the stimulator off during their many procedures. Therefore, with all available information, boston scientific concludes that the most probable cause of this complaint was due to unintended use error causing or contributing to the event.

Event description:
A report was received that the patient implanted with a spinal cord stimulation (scs) system could no longer communicate with the implantable pulse generator (ipg) via remote control (rc). The patient confirmed feeling stimulation and also charging until reaching the double beep. Error messages on the rc read "communication failed" and "stimulator error". Troubleshooting was performed, including magnet resets of the ipg, rc resets, two new rcs were used, and tried connecting to two different clinician programmers (cps), with no success. When the ipg was connected to the cp, an error message of "invalid stimulator confirmation. Contact support" was displayed. The cp log file was provided to r&d who determined there was no remedy to restore or fix the communication issue with the ipg. Boston scientific has therefore authorized warranty replacement of the ipg. The patient will now be undergoing a revision procedure to replace the ipg. Additional information was received that the patient's ipg was explanted and replaced with a new one. The patient had previously undergone several imaging procedures, including MRI and x rays. The patient also had multiple ablation procedures while implanted with the previous ipg. The patient is reportedly doing well and recovering following the surgery.